Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer feels fatigue but was not hospitalized. The customer was treated for the high blood glucose with an insulin pen. The customer was educated on all the possible reasons for the unexplained high blood glucose. The customer was given recommendations on different insertion sites as well as how to fill her reservoir correctly and insure there is a good secure connection between the reservoir and the tubing. The customer was advised to speak with their health care provider about what may have caused the high blood glucose.